Event description:
After removing dressing a leakage of blood, from junction between catheter branches, was noticed. A close look showed a small rupture.

Manufacturer narrative:
One split stream catheter was returned for evaluation. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. A visual examination of the device revealed that the venous arm of the lumen is cut shorter than the arterial. The printing on the lumen arms is no longer present. Closer evaluation of the device revealed that there is a crack on the edge of the arterial lumen at the end of the bonded section. This type of damage is indicative of stress being applied to the catheter, either from forceful manipulation or improper securement. The incident report noted that the device was implanted and functioned without incident for 4 months. The incident report also noted that the facility used an acetone based adhesive removal product around the exit site. Medcomp does not recommend the use of acetone on any of our products. Products harsh enough to remove the printing from the catheter may affect the integrity of the lumen. We are unable to determine the exact cause of this event however the handling of the device and use of acetone may have contributed to the development of the crack.